Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1). No pump error 4 alarms noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms during self test. The customer reported large crack along the battery compartment of the insulin pump. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. The customer performed a self test which passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.